Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. No frozen screen noted during testing. Device responded to button presses. No unresponsive button noted during testing. The pump was programmed with correct time and date. Insulin pump was monitored and no time loss/gain noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display froze for more than 5 minutes. The customer¿s blood glucose level was 170 mg/dl. Customer stated no alarms occurred during or after the time that the buttons were not responding and also time clock did not advanced. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.